Event description:
Customer reported that the display on the insulin pump is blank. Customer was not calling back after receiving a new battery cap. Customer stated that the device does not show physical damage but is has been exposed to moisture. Blood glucose is 209 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners note. The device was monitored and no blank display noted. No moisture damage was noted on the electronic or motor assembly.